Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern, - unable to establish contact with customer.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 136, 108 and 82 mg/dl. Customer stated the results were lower than his previous meter. The customer¿s expected blood glucose test result is 150 mg/dl or higher; customer stated that it was the same am fasting and pm non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/24/2025 and open vial date is less than one month. The meter memory was reviewed for previous test result history: result 1 : 136 mg/dl date: 9/12/23 time: 1:00pm non-fasting pm result 2 : 108 mg/dl date: 9/12/23 time: 6:02am fasting am result 3 : 162 mg/dl date: 9/11/23 time: 11:06pm non-fasting pm result 4 : 82 mg/dl date: 9/11/23 time: 8:11pm non-fasting pm result 5 :150 mg/dl date: 9/11/23 time: 11:14am non-fasting am